Manufacturer narrative:
Medical device problem code 2017 clarifier- excessive force. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble when attempting to remove the device from the patient anatomy and used force to remove it. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. Based on the information reviewed it is possible that the guide broke during insertion or during needle deployment. A possible deflection of the needles into the foot outside the pockets would prevent step 2 from completion. The broke guide would prevent the foot from closing and/or prevent removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the severely calcified right common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty procedure with a small-bore sheath. Reportedly, the plunger would not fully depress during step 2. Removal of the device was attempted; however, the device was stuck in the vessel. Force was applied to remove the device and the distal sheath separated and remained in the anatomy. A surgical cut-down was performed to remove the separated portion of the device and hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy and no reported adverse patient sequela. No additional information was provided.